Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: this device is not available for return and evaluation because it has been discarded by the hospital. However, the device history record (DHR) review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The cause of the reported stenosis is most likely due to patient related factors and, in this case, calcification. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. This patient's medical history indicated he has had a long history of aortic stenosis, rheumatic fever at a young age, hypertension and hyperlipidemia. These are considered contributing factors towards re-stenosis of his aortic valve. However, without return of the device for evaluation, we are unable to confirm the clinical comments provided and conclusively determine root cause for calcification of his aortic valve. If new information becomes available, a supplemental report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required for this case.

Event description:
Edwards received information that a 25mm aortic pericardial valve, implanted six (6) years, nine (9) months and fifteen (15) days, was explanted and replaced with another 25mm aortic pericardial valve. Through follow up with the health care provider, it was learned this device was explanted because it was severely calcified. Echocardiogram showed severe aortic stenosis with a peak gradient of 73 mmhg. The valve was replaced and the patient was transferred to ICU in stable condition. Patient was doing well on pod-4 and was discharged to home in stable condition.